Manufacturer narrative:
H3 - device evaluation, lens was returned in a micro-centrifuge vial in liquid with residue/debris on the product. Visual inspection foudn the lens haptic broken and fibre on the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - device problem code: 1494 - off-label use, acd<3.0mm. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2, -07.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was explanted due to low vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, after fully communicating with surgeon, the patient decided to have the lens removed.